Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, the subject pacemaker (which has been implanted for around 13 years) was found in standby mode and a re-initialization of the device was requested. The re-initialization was attempted. Nevertheless, telemetry errors were observed and it could not be performed. The user pressed the red cross on the programming head for a nominal mode activation, but no visual feedback from the programmer was observed. An egm performed during this follow-up showed normal pacemaker stimulation. The patient was hospitalized, as the device might be explanted.

Event description:
Reportedly, during a follow-up performed on 02 october 2020, the subject pacemaker (which has been implanted for around 13 years) was found in standby mode and a re-initialization of the device was requested. The re-initialization was attempted. Nevertheless, telemetry errors were observed and it could not be performed. The user pressed the red cross on the programming head for a nominal mode activation, but no visual feedback from the programmer was observed. An egm performed during this follow-up showed normal pacemaker stimulation. The patient was hospitalized, as the device might be explanted.